Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the xenon light source front panel flickered due to the fixing screw motor on turret was detached. The event where the issue was found is unknown. There was no delay and the patient was not under anesthesia. There were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) two years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the front panel flashed occurred because the fixing screw of motor on turret was detached. Olympus will continue to monitor field performance for this device.